Manufacturer narrative:
H3, h6: one aircast venapro system was returned for evaluation. Left pump battery only tested good for 7 hours; right pump tested good for 8 hours.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the unit was overheating and had to be taken off the patient. No further information was provided.